Event description:
It was reported that (1) mcm30 device was used during a lobectomy procedure. It was reported by the rep that the note was left indicating that " the instrument kept misfiring resulting in increased or time". It is unkown how the case was completed.